Manufacturer narrative:
The driver was received at the manufacturer for service and evaluation. A condition of the device running in safe mode was found and then reported. Based on the investigation details, the likely cause was problems with the pc board and a worn nomex tube, which were both replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
The driver was returned to the manufacturer for service, and during the investigation, the device continued to run on its own while in safe mode. This did not occur during a surgical procedure. There was no patient involvement or any adverse consequences reported as a result of this event.